Manufacturer narrative:
A complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination found the helix was stretched consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. The reported event of a helix mechanism issue was isolated to the stretched helix in the helix region consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant. Post procedure it was noted that the lead was falling off and the tip of the lead could not be rotated during replacement operation on (B)(6) 2021. The lead was explanted and replaced. The patient was stable.